Manufacturer narrative:
Product ID 97754, serial# (B)(4), implanted: (B)(6) 2016. Product type recharger ,product ID 37791, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they do not know the status of device and the healthcare professional should be contacted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said they were finally told that the ins needed to be replaced and they had surgery next week. No further complications were reported.

Manufacturer narrative:
Date of event: date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that over the past couple weeks, the insr would go down sooner, the patient had to charge the insr more often, and it would take longer for the insr to charge. The patient also reported that they got the 'reposition antenna' screen when trying to charge the ins, and they were unable to charge the ins. The last time they were able to successfully charge the ins was (B)(6)2019. There was poor communication, they were unable to connect with the programmer after several attempts of patient services attempting to instruct the patient on how to connect, the patient mentioned they never use the programmer and it was unable to be determined if the patient was unable to connect due to user error. After receiving a replacement antenna, they were still having the same issue, the poor communication was not resolved by the replacement antenna. A replacement insr was sent to the patient, and after receiving it they were still seeing the 'reposition antenna' screen. The patient described the insr battery as almost full and confirmed the insr antenna was right over the ins. The patient was directed to follow up with their healthcare provider to check on their ins since their external equipment was already replaced. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.